Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual/functional/performance inspection: the packaging tray was returned clean, and the tyvek seal was found to be intact. The plastic tray was inspected and a crack was found on the bottom of the tray. When viewing the tray from the bottom, the crack in the plastic was found at the sample chamber end of the tray. The crack was found to be approximately 2.50 inches in length. No other visual anomalies were noted. Medical records review: medical records were not provided. Image/photo review: one electronic photo was returned and reviewed. The photo shows eleven encor probes in the their probe packaging trays, laying facedown. All eleven trays in the photo do not contain any visible cracks or defects. Based on the photo review, the reported issue cannot be confirmed. Conclusion: one encor probe was returned for evaluation. The investigation is confirmed for the reported breach of sterile barrier, as a crack was noted in the plastic of the probe packaging tray. The definitive root cause could not be determined based upon available information. Labeling review: the current encor disposable biopsy instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a crack was observed on the edge of the clear plastic packaging tray near the sample collection basket. This crack was observed as the devices were being placed in the facility's inventory. There was no report of patient involvement.